Manufacturer narrative:
Follow-up received on 07-sep-2016. Quality-safety evaluation of ptc. The bayer reference number for the ptc report is (B)(4). No sample available for this case. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented back pain after insertion and essure was removed via salpingectomy, around 3 years after placement. Considering event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. She was (B)(6) at the time of insertion. She has a nickel allergy, doctor said this would be no problem. On an unspecified date the consumer experienced lower back pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, kidney disorder , urinary tract disorder, pain in abdomen, tiredness, feeling the implant, and burning feeling ovarian tubes. It was reported that the bleeding lasted 10 days. On (B)(6) 2015 essure was removed via salpingectomy. The outcome for the events was recovered. Company causality comment: this spontaneous case report refers to an a adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented back pain after insertion and essure was removed via salpingectomy, around 3 years after placement.. Considering event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.